Event description:
It was reported that the customer was hospitalized due to high blood glucose levels (100mg/dl) and diabetic ketoacidosis. The customer was placed in the ICU and given intravenous fluids.

Manufacturer narrative:
No product being returned for evaluation. Should new information become available, a supplemental report will be submitted.